Manufacturer narrative:
A ge service representative performed an onsite investigation. The power connections on the generator were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up. No pt or user injury was reported.